Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post implant of a realize gastric band the patient stated that she had several appointments with the implanting surgeon with complaints of discomfort, vomiting, pain, difficulty eating. She was treated by the implanting surgeon for two port infections. A third port infection and was treated by her internal medicine doctor. All port infections were treated with oral antibiotics. A fourth port infection in which the site had to be excised and drained was treated by explanting surgeon and she received antibiotics. This occurred during (B) (6) 2009. The patient stated that she continued to have pain, vomiting and discomfort to the point it affected her daily activities. It was recommended to explant the band. An endoscopy was not done prior to the explant. During band removal band, it was noted the band had eroded into the stomach. In additional to removing the band, the patient states that the entire pouch portion of the stomach had to be removed along with a portion of the liver as the tissue had become necrotic. The procedure was scheduled for 90 minutes, but lasted three hours. The patient was discharged home with an open wound is self packing the wound.